Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack in and a missing piece from the battery compartment housing. The blood glucose reading was 200 mg/dl. The customer stated that the damage occurred when she fell down the stairs while wearing the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.